Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost therapy. Diagnostics revealed high impedances. Lead fracture was confirmed via x-ray imaging. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
A lead fracture was reported to abbott. The patient was experiencing impedance issues. X-ray imaging confirmed breakage. Surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined. Corrected data: d6b - date of explant.